Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a puncture closure of an unspecified vesssel was attempted using a proglide device after an unspecified procedure. Reportedly, no sutures were present when the needle plunger was removed (cuff miss). A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The name of the physician was provided; however, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link separation/suture retrieval issue. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that arteriotomy closure of an unspecified vessel was attempted using a proglide device via a 6f sheath after a percutaneous coronary interventional (pci) procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.